Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was found to have oil coming out of it (leaking) during testing at the user facility. No medical intervention, adverse consequences, patient involvement or delay to a surgical procedure were reported with this event.

Event description:
It was reported that the device was found to have oil coming out of it (leaking) during testing at the user facility. No medical intervention, adverse consequences, patient involvement or delay to a surgical procedure were reported with this event.